Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn. The coating of the probe was partially missing. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad and the probe coating were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Based on the past similar cases, the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction. *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
During a total laparoscopic hysterectomy, two thunderbeats were used. In the procedure, seal & cut short circuit error occurred. The user exchanged it with the second device. Probe damage error occurred. The intended procedure was completed with the second thunderbeat. There was no patient injury reported. On june 26, 2018, olympus medical systems corp. (Omsc) evaluated the first device, and omsc found that the tissue pad was severely worn and the coating of the probe and the grasping section was partially missing. This is the report regarding the severely worn tissue pad and the missing of the coating of the probe and the grasping section of the first device.